Event description:
#Medwatcher #(B)(4). Increased cramping, heightened overall physical sensitivity to ovulating, cramping on both sides of lower abdomen, breast swelling beyond usual menstrual swelling, increased bleeding during menses, increased cramping of lower abdomen through higher leg areas to knee.